Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally reversed the am/pm time for one of the time segments in the customer's settings. Blood glucose was 157mg/dl. The customer corrected the am/pm time.